Event description:
This case was initially received via regulatory authority (ansm, reference number: r2205738 on 10-mar-2022. This spontaneous case was reported by a regulatory authority and describes the occurrence of heavy menstrual bleeding ('haemorrhagic periods') in an adolescent female patient who had essure (batch no. E71801) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, the patient experienced adenomyosis ("uterine adenomyosis"), 1 year after insertion and 26 days after removal of essure. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criterion intervention required), vulvovaginal pain ("vaginal pain"), fatigue ("heavy fatigue"), myalgia ("muscle pain") and headache ("headaches"). The patient was treated with surgery (essure was removed on (B)(6) 2017 by hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the heavy menstrual bleeding, vulvovaginal pain, fatigue, myalgia, headache and adenomyosis outcome was unknown. The reporter provided no causality assessment for adenomyosis, fatigue, headache, heavy menstrual bleeding, myalgia and vulvovaginal pain with essure. The reporter commented: in (B)(6) 2017 essure was removed by hysterectomy. There was no other serious lesion at the level of the hysterectomy. The ovaries were left in place. Extract from the report of (B)(6) 2017 following receipt of the pathology report of the intervention: uterine adenomyosis which is responsible for haemorrhagic periods. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). We received a batch number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 10-mar-2022. The most recent information was received on 16-mar-2022. This spontaneous case was reported by a regulatory authority and describes the occurrence of heavy menstrual bleeding ('haemorrhagic periods') in an adolescent female patient who had essure (batch no. E71801) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, the patient experienced adenomyosis ("uterine adenomyosis"), 1 year after insertion and 26 days after removal of essure. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criterion intervention required), vulvovaginal pain ("vaginal pain"), fatigue ("heavy fatigue"), myalgia ("muscle pain") and headache ("headaches"). The patient was treated with surgery (essure was removed on (B)(6) 2017 by histerectomy). Essure was removed on (B)(6) 2017. At the time of the report, the heavy menstrual bleeding, vulvovaginal pain, fatigue, myalgia, headache and adenomyosis outcome was unknown. The reporter provided no causality assessment for adenomyosis, fatigue, headache, heavy menstrual bleeding, myalgia and vulvovaginal pain with essure. The reporter commented: in (B)(6) 2017 essure was removed by histerectomy. There was no other serious lesion at the level of the hysterectomy. The ovaries were left in place. Extract from the report of 13-nov-2017 following receipt of the pathology report of the intervention: uterine adenomyosis which is responsible for haemorrhagic periods. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75 kgs. Lot number:e71801 UDI: (B)(4). Production date: 2015-11-23. Expiration date: 2018-11-28. Quality-safety evaluation of ptc:no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 16-mar-2022: quality safety evaluation of ptc. We received a batch number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.